Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, md was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test customer got a false negative result and had tested positive with other testing kits. No patient impact was reported. The following information was provided by the initial reporter: first download the app. Follow the long instruction video. Wait 15 minutes and take a scan/picture of your test. Half of the time it could not register the results. Good idea but not well executed. Also it read no covid when I was testing positive with other testing kits. They tried to turn covid into a horrible app.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation regarding a complaint that involved a veritor at home (product number 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for the reported issues "app is unable to access results" and "false negative" was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test customer got a false negative result and had tested positive with other testing kits. No patient impact was reported. The following information was provided by the initial reporter: first download the app. Follow the long instruction video. Wait 15 minutes and take a scan/picture of your test. Half of the time it could not register the results. Good idea but not well executed. Also it read no covid when I was testing positive with other testing kits. They tried to turn covid into a horrible app.